Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported unspecified low sensor reading, and experienced seizure and unspecified hyperglycemia symptoms. An ambulance was called and a healthcare meter result of 23.3 mmol/l was obtained as compared to sensor reading of 3.3 mmol/l. The customer was treated with unspecified injection. There was no report of death or permanent injury associated with this event.